Event description:
Additional information was reported that the patient did undergo system re-implantation on (B)(6) 2012. The patient had redness at pump pocket site on (B)(6) 2012. A few days later, the patient began to have drainage at the cervical incision site. On (B)(6) 2012, the patient had elevated crp and was started on cipro and linezolid. The entire system was removed on (B)(6) 2012 and both sites and drains placed. The pump site aspirate was cultured and positive for (B)(6). The pump would have gablofen. The patient was back to normal and stable. The patient¿s abdominal site was healed and staples removed on (B)(6) 2012. Cervical site was still healing.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 patient presented to the ER with fever, left lower quadrant pain, vomiting, and lumbar incision that was slightly dehiscence with drainage. The system was explanted on the same day. Per the reporter, there didn't appear to be infection in the pump pocket during explant; however, the "thoracic wound" was cultured and came back positive for (B)(6). A portion of the catheter was tested and was positive for (B)(6); there was no growth found in the pump pocket. Patient was treated with antibiotics and oral baclofen. Patient was an inpatient till (B)(6) 12 and was taken back to the or because, the thoracic wound was not healing. They closed the wound again in the or. Patient was stable "baclofen wise". It was added that as of the date of this report patient was still an inpatient due to issues with his gastrointestinal system (gi); patient was not tolerating his feeding tube and that was the primary cause of the extended stay. Patient had a gi work up and things were fine. Hcp was planning to attempt a re-implant on friday the (B)(6) because, patient did well on the pump. The infection had cleared. Drug delivered via the device was baclofen. It was later reported that on 10/19/12 patient was having another system implanted; was stable "as it pertains to his spasticity management" but was still hospitalized for "gi and feeding issues".

Manufacturer narrative:
(B)(4).